Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: no line through the display was found. Unrelated to the initial complaint, the display was found to be dim and pink. The battery compartment was found to be cracked between the bumper pad and the top. There was no damage or peeling to the keypad, however, the contrast key was intermittently unresponsive to testing. The ok, down, and up keys were found to be working properly. The keypad was removed for further investigation and contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.